Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the burr became stuck in the lesion. The 99% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. The physician advanced the 1.25mm rotablator rotalink plus burr and ablation was performed several times. During an unspecified ablation, the burr was advanced to the distal portion of the lesion, became stuck and the system stalled. The rotablator rotalink plus system and the guide wire were manually pulled from the patient as a unit. Outside the patient the physician noted the coil shaft on the burr was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.